Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead of an asymptomatic patient had a history of high capture thresholds. During a routine device changeout procedure, a replacement lead could not be implanted to the patients anatomy. The existing lead remained implanted and the patient would be monitored. The patient was noted to be in good condition following the procedure.